Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual and functional testing was completed with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request.

Event description:
According to the reporter: occurred during a esophagectomy/colon interposition. On the first firing, the reload was connected to the handle and there was problem loading and unloading the device. They could open and close jaws with no problem. When the surgeon clamped the tissue, they noticed the jaws felt wobbly. The device was not able to fire. To correct the issue, a new reload was used and the firing was completed successfully. No patient injury or extension in surgical time. No reinforcement material was used. Patient status is no problem.